Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specification. Complaint history review: indicated there have not been any other events for the specified lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Due to infection the implants were removed and temporary spacer was put in.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat. No.: 5520-m-400, triathlon mis baseplate #4, lot code: earja. Cat. No.: 5550-g-339, triathlon symmetric x3 patella, lot code: 37kk. Cat. No.: 5515-f-402, triathlon ps fem component, cemented, lot code: 1dkgd. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).

Event description:
Due to infection the implants were removed and temporary spacer was put in.